Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced undesired apical pacing. It was noted that the related device is programmed to the left ventricular lead only, and that a mode switch occurred. Technical services were consulted and discussed that in mode switch, the device reverts to bi-ventricular pacing and is non-programmable. This lv lead remains implanted and in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).